Event description:
It was reported by the customer that the cot dropped, resulting in the emt incurring a scrape and a bruise. The customer reported that there was patient involvement, and that no medical intervention was required.

Manufacturer narrative:
Lock pin compression spring and track rollers.